Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 01-oct-2018. On investigation, the display screen demonstrated dim/fading/color spectrum issue as alleged in the complaint. Investigation duplicated the complaint.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue; the display was allegedly dim without contrast adjustment helping. There is no indication the alleged product issue caused or contributed to an adverse event.